Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose level. The customer's blood glucose level was 514 mg/dl, 300 mg/dl, 56 mg/dl. The customer declined troubleshooting for high blood glucose. The customer was successfully able to clear the pump error. The customer was able to rewind the insulin pump. The device will not be returned for analysis.